Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a decreased blood glucose (bg) level and was "unresponsive"; cause of bg level was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage.